Event description:
Pt had 4f PICC line inserted in 1999 in left cephalic vein. Catheter functioned until 12/26/1999. In attempts to repair/replace catheter, about 10cm retrieved the catheter broke off. Pt could feel pain in shoulder area. Catheter retrieved from ventricle under floroscopy. Pt recovered fully. Upon inspection of catheter, guidewire is seen and had not been removed at insertion.